Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the implantable cardioverter defibrillator exhibited hardware backup mode caused by telemetry interruption with patients merlin at home transmitter. The device was restored successfully. There were no complications.